Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated result for one patient sample. The architect i2000sr analyzer generated a troponin result of 0.19 ng/ml for one patient sample. The patient's second draw generated a troponin result of 0.00 ng/ml. The patient's first draw was questioned and rerun, and a result of 0.00 ng/ml was generated. The physician was not aware of the original false positive troponin result and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other: architect troponin-I calibrator, ln 2k41-01, lot number v34180. Further investigation of the customer issue included a review of the complaint text and customer data, file kit testing, a search for similar complaints, and a review of labeling. File kit testing of troponin reagent lot 40474un10 with troponin calibrator lot v34180 and troponin-I panel 1 yielded results within specifications. Tracking and trending did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. Labeling was reviewed and found to be adequate. Based on the investigation, a product deficiency was not identified for falsely elevated architect troponin.